Event description:
Boston scientific received information that this pacemaker experienced premature battery depletion. Of note, the right atrial (ra) lead pacing output was reported to be high at 6.0 volts @ 1.0 milliseconds. The device was explanted and replaced. The device is not expected to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.